Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. A powerport MRI implantable port (catalog no. 1808000, lot no. Rezi1591) was implanted through the left internal jugular vein due to pain from a prior right sided port. Some time after implantation, the patient developed cellulitis. Much later, the patient experienced left chest erythema and swelling, leading to port removal. During removal, the port body was exposed through a left upper chest incision and removed with blunt dissection and gentle traction. The catheter was adhered and required passage of a stiff glidewire and a small cutdown at the left neck venotomy site to free the adhered segment. The catheter was then removed over the wire. Hemostasis was achieved with manual pressure, the port pocket was flushed with sterile saline, and fluoroscopy confirmed complete removal. Therefore, it can be confirmed that the patient had experienced pain. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on an unknown date, a patient underwent port implantation for an unknown medical condition. Sometimes after the port placement, the patient had experienced pain at the port site. Further, a new port was implanted on the same day. However, the current status of the patient remains unknown.